Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.\ a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist called the user and confirmed that customer was able to add item to the patient list, but further repair information was not provided. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that in bd pyxis¿ medbank tower aux, nurse was not able to issue medicine to patient. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.